Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision surgery because the pt had fallen and the ipg had migrated too close to the spine. The physician moved the ipg more lateral and the pt is reportedly doing well.